Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product has been discarded and will not be returning to zoll. The lot number was unavailable.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that while attempting to cardiovert a 56-year-old male patient, the pads would not adhere. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.